Event description:
The pt had undergone knee surgery in 2002. The pt had an MRI prior to surgery. Their pump was removed prior to the MRI and placed about six feet from the MRI equipment. The next day, the pt was unresponsive and was taken to the emergency room. The pt had to use three glucagon emergency kits the next 3 days. The pt was advised by an on-call physician to cut their basal rates in half. Pt thought they had changed their basal rates, but pt had not done so. The pt reported that they think their pump is delivering more insulin than it should. When pt attempted to bolus, they had 30 units remaining in the cartridge. Pt gave a 3.5 unit bolus and heard the pump "go and go and go." Then pt received an empty cartridge warning. Pt took the pump off and has been eating and drinking to cover that amount of insulin. When pt reported the incident, pt had not taken insulin all day and their blood glucose was 132.